Manufacturer narrative:
The lead remains implanted but is not in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up visit this right atrial (ra) lead had high out of range impedance measurements. This ra lead also had loss of capture and sensing measurement were very low. An x-ray revealed that there was a fracture in the lead. A new ra lead was implanted and this lead was capped and surgically abandoned. No adverse patient effects were reported.